Manufacturer narrative:
H6: corrected the following: health effect - component code, type of investigation, investigation findings, investigation conclusions.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the right knee and then approximately 3 years, 3 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: joint pain, joint swelling and stiffness, tissue damage, revision surgery, loosening, polyethylene wear, osteolysis, synovitis, implant-interface debonding, geniculate artery embolization, patellar lateral facetectomy. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H11. D10. Concomitants - product information: (B)(6)-02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; (B)(6)-02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5 pending investigation. There is no other information available.